Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Should additional information be provided, a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2012 - the patient underwent surgery with implant of an unspecified bard/davol ventralex mesh. As reported, the patient's attorney alleges a general claim "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained".

Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct 510(k) number. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 2 years 1 month post implant of ventralex mesh, patient was diagnosed with small bowel obstruction, adhesions and abdominal pain thereby underwent repair with removal of mesh. The instructions-for-use supplied with the device lists adhesions and pain as possible complications. Review of manufacturing records confirms product was manufactured to specification. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2012 - the patient underwent surgery with implant of an unspecified bard/davol ventralex mesh. As reported, the patient's attorney alleges a general claim "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained". Addendum per additional information provided: (B)(6) 2012 - patient was diagnosed with incisional ventral hernia thereby underwent open repair with implant of ventralex mesh (device #1). Per operative notes, "the hernia sac was identified and reduced. A ventralex mesh (device #1) was placed into the peritoneal space and sutured." (B)(6) 2014 - patient was diagnosed with abdominal pain and partial small bowel obstruction thereby underwent open repair with removal of mesh (device #1). Per operative notes, "the tails of the bard ventralex patch were encountered and were cut across. The small intestine had completely enveloped the mesh and the tails were exiting out of the portion of bowel. Lysis of adhesions and the small bowel was freed up." (B)(6) 2016 - patient was diagnosed with incisional hernia thereby underwent open repair with implant of two ventralight st meshes (device 2 & device #3). Per operative notes, "several hernias with omentum were reduced. There were some small bowel adhesions and this were lysed. A 6 inch ventralight st (device #2) was placed in the peritoneum and an another 8x10 inch ventralight st (device #3) mesh placed to cover other hernias." Attorney alleged that the patient had adhesions, bowel obstruction, bowel removal, pain, hernia recurrence and emotional injuries. It is also alleged that small bowel had serosal hemorrhage and fibrosis from being enveloped with the mesh, enterotomy of small bowel, tails of mesh exiting out of the anti-mesenteric portion of the bowel causing severe abdominal pain, abdominal pain due to the mesh for 2-3 months.